Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the pt's blood glucose (bg) has been intermittently elevated for the past 2 weeks with results that were over 500 mg/dl. The pt did not test for ketones but reportedly did not have any symptoms suggestive of ketoacidosis. The pt's mom claimed there are no issues with the pt's current infusion site and there have been no changes to the pt's activity, health, diet or meds; however, the pt is going through a growth spurt. She stated that in the past 2 weeks, she changed the infusion site "almost daily" related to the elevated bg results. The animas rep reviewed the pump with the pt's mom and noted the following: there were no associated alarms in the pump's history, the pump suspended to (B)(6) 2010 for 1 minute, the bolus history was confirmed to be correct, the date/time setting was correct, the insulin was within date and in good condition, and the pump primed appropriately, no issues found with the infusion set. The animas rep concluded there was no possible malfunction found with the pump based on the troubleshooting performed on the phone. The pump was replaced since the pt's mom no longer trusted the pump. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt intermittently was having elevated bg for 2 weeks even after the infusion site was changed. The pt's mom was also advised to contact hcp for advice.